Event description:
(B)(4). Insurance covered device implantation. Severe pain, right tube leaked dye into abdomen during hsg, damaged right tube, broken left coil, severe abdominal/lower back pain, extreme fatigue, chronic migraine, bloating, painful intercourse, 2 cracked teeth requiring root canals, severe anemia, abnormal ultrasound of uterus, fibroid, polyp, tubal cysts, abnormal lining of uterus, abnormal pap smears (inflammation of cervix), abnormal size of uterus.